Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) reported that when he got the alarm, he called his nurse who had the hp change out the bags, but not the cassette. The alarm repeated. The technical service representative (tsr) explained that the supplies were compromised since the hp did not change out the cassette. The tsr advised the hp to end therapy and start over with new supplies due to a risk of infection. The tsr then walked hp through the ending therapy early procedure. The hp understood explanation, ended therapy and would start over with new supplies. During a follow up with the hp regarding the use error, it was revealed that the issue was resolved, and that he was re-trained by his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without any issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm during fill was not confirmed because a sample was not available for evaluation. A batch review was not performed because the lot number was not provided. Use error- (after receiving the check heater line alarm, the home patient changed out the solution bags, but not the cassette) is described in the complaint but did not cause to the check heater line alarm. A root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was resolved over the phone a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.